Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a connector leak (identified as the "s-connector"). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the air/water tube and cylinder, other evaluation findings are as followed: the forceps channel port was shaved; the scope cover plate was detached; the air/water cylinder and suction cylinder had no color; water tightness was lost due to deformation of the suction connector; the suction connector was deformed; the play of the upward/downward knob and the right/left knob were out of the standard value due to wear of the angle wire; the cover of the light guide bundle was damaged; the light guide lens and the adhesive on the bending section cover were cracked; the connecting tube was scratched; and the universal cord coat was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the loaner colonovideoscope connection was defective due to incorrect screwing. There was no report of patient harm. The device was returned, evaluated, and a whitish foreign material was found in the air/water tube and air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.